Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Further it was reported that the filter struts perforated beyond the margin of ivc wall. The patient was diagnosed with pe post filter implant, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently next day post filter deployment, angiogram performed revealed persistent thrombus in the lower lobe branches of the right pulmonary artery and to a lesser degree in the upper lobe and this was slightly decrease compared to the previous CT. Post thrombolysis treatment of 20 hours another follow up angiogram was performed it revealed significant lysis of right sided pe demonstrated with normal pressure of the right pulmonary artery and the patient clinically improved. Approximately twenty days later, patient was admitted with severe chest pain inr at the time of admit was 2.0. The patient was concern for recurrent pe and started on lenox 1mg/kg and warfarin dose was increased. The radiology felt that a repeat CT angiogram would be likely unhelpful given that it would be difficult to distinguish between a new pe and a sub acute one. Approximately four years later, venogram revealed complete occlusion of the right external, common iliac vein and extensive occlusive venous disease on the left bilateral dvt with possible ivc occlusion. Approximately four years later, CT revealed ivc filter below the level of renal veins and there was occlusion of the ivc below the level of the renal veins. Approximately nine years later, CT revealed multiple struts are extend beyond the margins of the ivc wall on the left 10mm beyond the ivc wall into the aortic bifurcation and multiple posterior struts are furthest extending approximately 15mm into the l4-l5 disc space. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 11/2010),g4. H11: b3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently next day post filter deployment, angiogram performed revealed persistent thrombus in the lower lobe branches of the right pulmonary artery and to a lesser degree in the upper lobe and this was slightly decrease compared to the previous CT. Post thrombolysis treatment of 20 hours another follow up angiogram was performed it revealed significant lysis of right sided pe demonstrated with normal pressure of the right pulmonary artery and the patient clinically improved. Approximately twenty days later, patient was admitted with severe chest pain inr at the time of admit was 2.0. The patient was concern for recurrent pe and started on lovenox 1mg/kg and warfarin dose was increased. The radiology felt that a repeat CT angiogram would be likely unhelpful given that it would be difficult to distinguish between a new pe and a sub acute one. Approximately four years later, venogram revealed complete occlusion of the right external, common iliac vein and extensive occlusive venous disease on the left bilateral dvt with possible ivc occlusion. Approximately four years later, CT revealed ivc filter below the level of renal veins and there was occlusion of the ivc below the level of the renal veins. Approximately nine years later, CT revealed multiple struts are extend beyond the margins of the ivc wall on the left 10mm beyond the ivc wall into the aortic bifurcation and multiple posterior struts are furthest extending approximately 15mm into the l4-l5 disc space. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 11/2010.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.